Event description:
It was reported that the patient stated this inflatable penile prosthesis is not working properly as the cylinders are not filling enough. There were no patient complications reported. A revision surgery has been scheduled.

Event description:
It was reported that the patient stated this inflatable penile prosthesis is not working properly as the cylinders are not filling enough. There were no patient complications reported. A revision surgery has been scheduled.